Event description:
In this event it was reported that a patient had experienced "numb feeling reaction" after a root canal treatment with a waveone file. The patient is reportedly better, but is not yet back to normal.

Manufacturer narrative:
As of this MDR, no product was returned and there is no indication that the device malfunctioned. No further treatment is planned. Therefore, because it may be possible that permanent damage resulted, it mets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.